Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Scratching face [scratch]. Body of the toothbrush flying out to the side often scratching face [injury associated with device]. Brush head has a tendency to disconnect from the body of the tooth brush which leaves the brush head in mouth [device breakage]. Head is loose [device connection issue]. Case description: (B)(4) a (B)(6) male consumer reported that, when brushing, the oral-b brushhead, version unknown had a tendency to disconnect from the body of his oral-b triumph professional care 9000 toothbrush, leaving the brushhead in his mouth with the body of the toothbrush flying out to the side and often scratching his face in the process. He stated that he believed that the plastic covering the stem of the toothbrush had worn to such an extent that the head was loose. The case outcome was unknown. No further information was provided.